Manufacturer narrative:
The tech found that the brake casters were bad. The tech replaced the brake casters to resolve the issue.

Event description:
Tech alleged that the brake casters swivel when the brake is set. No injury reported.